Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The vents appeared to be wetted out. No other defects or abnormalities were observed. The set was flushed with water and leak was seen coming from both vents. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that tpn filter was found leaking by a bedside nurse.